Manufacturer narrative:
The device was received by manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is completed.

Event description:
It was reported that the device began to leak blood between the y connector and the reservoir. Blood was never collected in the reservoir, therefore there was no blood discarded. A back-up device was used. There was no blood transfusion needed. There were no adverse consequences, no medical intervention and no surgical delay.